Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted, during this investigation. The review of the DHR did not find any abnormalities or anomalies identified, during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts. And optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Which could damage the camera cable¿. The root cause could not be determined. However, it is presumed to be caused by unexpected stress on the camera head, cable, and video connectors caused by the user's handling. Resulting in the failure of the ccd unit or cable unit or video connector. Which, resulted in the absence of images. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on (B)(6) 2021, stating that the issue occurred prior to a diagnostic procedure on (B)(6) 2021. The customer confirmed, there was no patient injury. No other devices were involved or replaced, during the event. The procedure was completed without any delay. The customer went on to note, that a monitor and light source were used in conjunction with the device, at the time of the event. However, the device was inspected and revealed no issues. All connections were checked and secure.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial review, the user report could not be replicated. The unit was burned for more than 10 hours, and no communication error was noted. Unit passed all functional and leak tests. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the 4k camera head did not display an image as a result of a communication error. There was no patient harm or consequence reported as a result of this event.